Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: perfusor space, 2.2 article number: 8713030, 2.3 serial number/batch: (B)(6), 2.4 software version: m030003, 2.5 hours of operation: 8110 hours, 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. No date of the incident was given from the customer. Therefore, the last history files were investigated. On (B)(6) 2023 several "drive test error - syringe catched" alarms could be detected. The reason for these alarms could not be clarified. Furthermore, no anomalies could be detected in the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact. The device is in a clean state and no visible damaged parts are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A bbraun 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,10%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 3.5 disassembling: during the investigation no faults could be detected. To investigate the inside, the device was disassembled complete. At the p2- and p3-connector liquid residues could be detected (no oxidized contacts). Furthermore, no damage or soiling could be found. 4. Assessment: 4.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. The complaint malfunction could neither be reproduced nor detected in the history files. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in germany: "overinfusion". According to the customer: "running speed too fast, infused in 4 h instead of 20 h".